Manufacturer narrative:
E1: patient city: (B)(6) patient country: qatar.

Event description:
Reference number (B)(4). Event occurred in qatar on 10-september-2024, patient reported that details missing from the packaging of infusion set and not sealed properly. No further information available.